Manufacturer narrative:
B4:23jul2021. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The device was tested, and the philips fse was unable to reproduce the customer's reported problem. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing. Following the repair, the device was placed back into service.

Event description:
It was reported to philips that the device had a alarm message low tidal volume and noise. The device was not in clinical use at the time of the event. There was no report of patient or user harm.